Event description:
Re: oticon hearing aid delta 8000. The hearing aid described above failed shortly after the manufacturer's warranty expired. Apparently the semiconductor device internal to the hearing aid failed. Therefore, it can be considered an infant mortality failure. Failures of this nature are due to improper manufacturing and device testing methods. I was not notified of the repair cost prior to it being repaired. I submit that since the device was not tested properly at the time it was manufactured, the manufacturer should recall all devices and repair them or replace them at no charge. Dates of use: from 1999. Diagnosis: poor hearing.